Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2015).

Event description:
Consumer complaint of blood results reading "hi." Customer's wife is calling on behalf of her husband. The customer feels well and that no medical attention was needed prior to her calling. Expected blood glucose range is between 80 mg/dl and 126 mg/dl. Verified that the meter was coded properly, opened one week ago and that the current vial of strips were within expiration date (12/19/2016). Customer stores the strips and meter in their bedroom at proper room temperature of 36-86f. Reviewed the last five blood glucose results in the meters memory: see scanned table. Customer administered the insulin one minute after he had received the blood reading as "hi." Performed a back to back blood test,result was 541 mg/dl and "hi." Advised the customer to stop the use of this meter and call the nearest emergency room.

Manufacturer narrative:
(B)(4). The investigation and product evaluated was complete and battery contacts were damaged. The most likely underlying root cause of malfunction: use error due to inaccurate reference.

Event description:
Consumer complaint of blood results reading "hi". *customer's wife is calling on behalf of her husband. The customer feels well and that no medical attention was needed prior to her calling. Expected blood glucose range is between 80mg/dl and 126mg/dl. Verified that the meter was coded properly, opened one week ago and that the current vial of strips were within expiration date (12/19/2016). Customer stores the strips and meter in their bedroom at proper room temperature of 36-86f. Reviewed the last five blood glucose results in the meters memory: (B)(6). Customer administered the insulin one minute after he had received the blood glucose reading as "hi". Performed a back to back blood test, result was 541mg/dl and "hi". Advised the customer to stop the use of this meter and call the nearest emergency room.